Manufacturer narrative:
An embolic event was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 27mm trifecta gt valve was implanted. During the procedure, the patient also underwent concomitant procedures consisting of mitral valve and tricuspid valve repair, a bilateral maze procedure, and replacement of the ascending aorta. At the end of surgery, the patient was extremely coagulopathic and once hemostasis was achieved, the patient was transported to cv recovery in serious but stable condition. Neurologically, the patient was normal before surgery. As sedation was lightened, the nurse noted the patient had left-sided weakness which worsened over the next hour. A stroke code was called and the initial nihss assessment was 18. The head CT showed no acute abnormality or large vessel occlusions. The neurologist noted it was unclear whether the patient had cerebrovascular syndrome given the global encephalopathy coming off of anesthesia. The patient was not a candidate for IV-tpe. Supportive care was initiated. On (B)(6) 2018, the patient's nihss was reduced to 1. The patient event resolved without sequelae. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An embolic event and heart block was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 27mm trifecta gt valve was implanted. During the procedure, concomitant procedures performed included mitral valve and tricuspid valve repair, a bilateral maze procedure, and replacement of the ascending aorta. At the end of surgery, the patient was extremely coagulopathic and once hemostasis was achieved, the patient was transported to cv recovery in serious but stable condition. Neurologically, the patient was normal before surgery. As sedation was lightened, the nurse noted the patient had left-sided weakness which worsened over the next hour. A stroke code was called and the initial nihss assessment was 18. The head CT showed no acute abnormality or large vessel occlusions. The neurologist noted it was unclear whether the patient had cerebrovascular syndrome given the global encephalopathy coming off of anesthesia. The patient was not a candidate for IV-tpe. Supportive care was initiated. On (B)(6) 2018, the patient's nihss was reduced to 1. On (B)(6) 2018, the patient had first degree heart block and was on ventricular pacing to support the patient's blood pressure. On (B)(6) 2018, the pacer wires were removed and the patient was back in sinus rhythm with first degree av block. The patient event resolved without sequelae. On (B)(6) 2018, the patient was discharged from the hospital. (Clinical study patient ID: (B)(6)).